Event description:
On 1/2/2023, it was reported by a sales representative via phone and (B)(4) that an ar-6480 dw arthroscopy pump and ar-6410 main pump tubing had an overpressure event. Thirty minutes into the procedure, the ar-6480 dw arthroscopy pump started randomly spinning extremely fast and blew out the patient's left shoulder, causing the area to be very swollen. The case was not completed for the patient's safety; everything was removed, and manual compression was done to alleviate the affected area. This was discovered during a left labrum shoulder scope procedure on (B)(6) 2024. Additional information received on 1/3/2023: the pump was shut off when they realized how big the shoulder was getting. No bags of saline nor was the pump touched before this issue occurred. This event forced the hcp to end the case promptly before it was finished. Due to the case ending immediately, the sales representative was unsure if the fluid stayed within the joint and distended it or if it escaped into the surrounding tissues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9,g3, h6. Complaint is not confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned device was assembled with an ar-6411/ar-6421 and ar-6430 arthroscopy pump tubing and was tested and evaluated under normal use conditions to find if the issue reported could be reproduced. The pump was powered on, and no error messages and no audible alarms were triggered. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Pressure fault test, when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected. No problem found. Functional testing with the pressure calibrator found no pump pressure issues. The pump was supplied with 100mmhg and 200mmhg of pressure and displayed the correct reading for each. No problem found. The pump was tested for 122 minutes with inflow, outflow, rinse, lavage, and suction systems without any issues. No problem found. Visual evaluation did not find any issues with the device. The review of complaint records for serial number (B)(6) shows that the device has no previous complaint. The original warranty seal was present and completed. The device was manufactured in 2012-04. No problem found. Refer to investigation photos. Complaint is not confirmed.